Manufacturer narrative:
Additional information was received from the affiliate stating that the product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Manufacturer narrative:
As reported, when the physician removed the 8f avanti sheath introducer the 11 cm. Long tip separated in the patient¿s femoral artery. The event happened after a cryo of the right femoral artery (rfa). The patient was transferred to another hospital for surgery and the device was surgically removed. The patient currently is in stable condition. The product looked normal when it was taken from its packaging and was properly inspected and prepped with no anomalies noted. There was no difficulty inserting the sheath into the patient and the device did not kink or bend during insertion or during assembly. There was no excessive force used to remove the device from the vessel. The sheath was in the vessel for approximately three hours prior to removal. A non-sterile avanti+ sheath cannula and a non-sterile vessel dilator were received inside a plastic bag along with another non-sterile broken avanti+ sheath cannula unit component. Per visual analysis, no anomalies observed neither on the first mentioned csi cannula nor anomalies observed on the vessel dilator. The second mentioned csi cannula was received broken at approximately 1.0 cm from hub. The separated section from this broken mentioned csi cannula was missing/ not returned. Blood residues were observed. At a glance, the separated edges on the received broken cannula looked as if tremendous force had been applied until the break/separation occurred on the sheath cannula. No other anomalies were found. The received piece of cannula sheath outside diameter and inside diameter were measured near to the broken/separated area and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The affected area was inspected under vision system and showed evidence of having been under tremendous force stress until the break/ separation occurred. Sem analysis showed that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The product malfunction of cannula separated in the patient was confirmed due to the broken/separated condition of sheath cannula received. However, the exact cause of the damage condition found on the csi cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. The csi catheters are inspected during manufacturing process for any type of damage. Based on the condition of the returned cannula, it appears that procedural factors (pulling/stretching) may have contributed to the failure as reported. No corrective or preventive actions will be taken at this time, given that the reported failure does not appear to be related to the manufacturing process.

Event description:
As reported, when the physician removed the 8f avanti sheath introducer, the 11 cm. Long tip was seated in the patient¿s femoral artery. The event happened after a cryo of the right femoral artery (rfa). The (B)(6) male patient was transferred to another hospital for surgery. The patient currently is in stable condition.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.